Event description:
The following allegation was reported to davol by the patient. The patient alleges that in (B)(6) 2011, she was implanted with a bard flat mesh when she underwent emergency surgery for an eviscerated bowel. The patient alleges that since the time of implant she has experienced swelling, nausea and vomiting. Also alleged is that she has gone to the hospital on four separate occasions with high fever and has been prescribed medication. Patient alleges that the problem is related to a reaction to the mesh. She claims that she as an autoimmune disorder and that the surgeon should not have used a mesh. She claims that her doctor did not read her history because if he had he would not have used the product. She alleges her doctors told her it may be that the mesh is infected, or that she is reactive to the implant. The patient reports that she is currently being seen by a doctor who is assessing her condition. The patient has stated that she would contact davol if reactivity testing is needed.

Manufacturer narrative:
Based on the information provided, at this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient symptoms. The patient has stated that she would contact davol if reactivity testing is needed. The IFU for the bard flat mesh was reviewed. In regards to infection the warning section states z"if an infection develops, treat the infection aggressively. The prothesis may not have to be removed. An unresolved infection, however, may require removal of the prothesis". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should the patient request a mesh sample for reactivity testing and when/if the results are provided, or additional information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product or procedural details to bard.